Manufacturer narrative:
The ca2 reagent lot number was 920240 with an expiration date of 31-jan-2027.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. The initial result was 1.95 mmol/l. The repeat result was 2.38 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
Calibration and qc data were acceptable. Based on this, a general reagent issue was excluded. Instrument alarms were observed on the date of the event ("liquid in vacuum tank" and "deionized water supply stop"). The field service engineer (fse) performed several maintenance actions and added a special wash step for calcium. Afterward, qc was acceptable. The specific cause of the event could not be determined, as multiple service actions were performed at the same time. The investigation determined that the service actions resolved the issue.